Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial uncovered stent was to be used to treat a 6 cm extrinsic and intrinsic malignant compression in the distal trachea near the carina during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tight but not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician deployed the ultraflex¿ tracheobronchial stent in the desired location. The physician thought that the stent was deployed upon pulling the deployment suture. However, it was noted that the stent was not released from the delivery catheter and still sutured into the delivery catheter. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.